Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) detected a change in impedance from 44-117 ohms. The weekly averages have ranged from 40-110 ohms. Further information noted that now the device detected a high shock impedance > 125 ohms.

Manufacturer narrative:
A technical service consultant discussed testing impedance with max shock, an x-ray and possible replace lead if needed. The representative was to discuss this further with the physician. All other diagnostics appear normal. Final resolution has been requested from the field and noted that a surgical intervention was required as the distal set screw was not screwed in all the way. Upon this correction, all lead values were normal and there were no adverse patient effects. The root cause is attributed to the difference in renewal 3 and 4 header design from previous headers. A product update outlining the setscrew location was sent out to the field representatives on april 22, 2004. Additional information was received that the device was later explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.